Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. The fse reprogrammed the system. Fse performed a test drive of the system and restarted multiple times to make sure it came up error free. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer had a 311 error when powering on. Customer did a complete power cycle and emergency power off (epo); the system was still powering on with a 311 error. The procedure was aborted without patient involvement.